Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 3.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the distal stent strut was damaged. The procedure was completed with a different device. There were no patient complications nor injuries reported.